Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was one out of range measurement for the high voltage lead impedance however there were no out of range measurements in the trend. Current measurements was in range so the physician decided to take no action. The patient medical condition is good.